Manufacturer narrative:
(B)(4). This lot was manufactured from august 04, 2014 through august 05, 2014. Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection (via the naked eye) revealed a white particle floating in the fluid of the reservoir approximately 1.36 mm in length. The particle was identified to be an acrylic material via ft-ir spectroscopy testing. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed to have particulate matter in the bladder. The unit contained teicoplanin. There was no patient involvement. Additional information was requested and is not available.